Manufacturer narrative:
Retainer ring = black. Customer complained about having pump error 43 alarm on (B)(6) 2021. The thumps download was successful. (4) pump error 43 alarm found in the insulin pump diagnostic trace on (B)(6) 2021 at 07:56:07, 07:56:39, 07:59:21 and 8:02:25 o'clock. Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected pump error 43 alarm noted during testing. No cosmetic damage on the insulin pump case noted. The p-cap locks properly into place. Device was cut opened, inspected and tested. The motor was tested outside of the device on the stb3 and passed. However, moisture damage on motor home switch found. Moisture damage found on pcb1 at da1, r41 and r17 area. In conclusion, no unexpected pump error 43 alarm noted during testing. However, pump error 43 alarm found in the pump history. Moisture damage found on motor home switch and on pcb1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had detected an error in motor by reading unexpected value from hall sensor. Customer was not able to clear the alarm and not able to rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.